Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. Foam particles were observed inside the blower kit. Contamination from cigarette smoke and/or insect infestation was observed within the device. The unit does not power on. The device was scrapped.